Manufacturer narrative:
No missing retainer or missing reservoir tube o ring noted during visual inspection. Tested with a test p-cap and the test p-cap did lock in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump was broken at reservoir connection and it was missing the plastic guard and the o ring. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.